Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) regarding a patient receiving intrathecal hydomorphone 10mg/ml at a daily dose of ¿1.100.¿ the patient first started experiencing the infection on (B)(6) 2015. The cause of the infection had not been determined. The infection would be reassessed at the next office visit. Additional information was received from a manufacturing representative. A new pump was placed on (B)(6) 2016. The new pump was connected to the trimmed, existing spinal segment. Good return of csf was noted to be flowing from the new pump segment. The spinal segment was now 33.6 cm; pump segment untrimmed at 77 cm. The new pump delivered morphine 10mg/ml at 1.502mg/day. The patient tolerated the procedure well. The old incision from the previous pump was well healed with no further problems noted.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), product type: catheter . The pump was returned and analysis found no evidence of anomalies. The catheter was returned and analysis found damage to the transition tube. Method, result, conclusion codes: apply to pump and catheter. Applies to the catheter only.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. Drug information on the medication being delivered by the system was unknown. The patient had an infection at the pocket site. The health care provider (hcp) was scheduled to do a pocket revision, and it changed to a pump removal in the case. The hcp cleaned the pocket out, tied the catheter in a knot, and was going to put the pump on the opposite side when the incision healed. It was unknown if the issue was resolved at the time of this report. The patient's status was "alive - no injury" at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.